Manufacturer narrative:
Result: scale needed calibration.

Event description:
It was reported by svc report that the scale display is not functioning properly. No pt involvement or adverse consequences were reported.